Event description:
It was reported that a patient allegedly exited the bed without the bed exit alarming, and was found to have passed away. The customer could not confirm if the patient fell directly out of bed and then expired, or if the patient intentionally exited the bed, and then fell and expired. The customer was unable to verify if the death was due to the alleged fall, or if it was due to pre-existing health conditions. Regarding the alleged issue of the bed exit not alarming when the patient exited or fell from the bed, the unit was evaluated and was found to be working to specification. The alleged issue of the bed exit not alarming when weight is removed from the bed could not be duplicated or confirmed.